Event description:
Procedure type: lap cholecystectomy. According to the reporter: surgeon open the new sterile pack. The balloon was exploded during blowing with syringe. No tissue injury or any blood loss. Pt involved without injury. Additional information requested via email.

Manufacturer narrative:
(B)(4).